Event description:
It was reported that the customer experienced low blood glucose. It was stated that the customer had a low blood glucose event on his first day on the insulin pump because he was using the bolus wizard feature incorrectly and accidentally delivered 16 units of insulin and had to eat a lot of sweets to bring it up. Customer has been monitoring his readings since then and has been good. Customer declined to troubleshoot as he know it was caused by a mistake. Blood glucose value is unknown. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.